Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor therapy. It was reported the patient states that she has been very constipated and has been for months. Caller states that she has the device for incontinence not constipation. Caller states that she won't go to the bathroom for almost a week at a time, then when she does go "its bad." Caller states that she would like to decrease stim to see if that helps and on the call, the caller successfully decreased stim from 3.1v to 2.5v. Caller states that she will try this for a few days to see if it helps. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the patient called back and repeated the same information. They said they started falling on their back last month (patient said they had falls before, however not on their back) and didn't know if that had affected the implant, they said they said they couldn't feel the implant anymore, it was flat. They were redirected to their healthcare provider to have the device checked. They noted they didn't want the system replaced, just removed.